Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alarmed multiple lost sensor alarms. Customer's blood glucose was 13.8 mmol/l. During troubleshooting, found the cannula was missing from the sensor when the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.